Event description:
New information received indicates loss of capture were also noted on the right ventricular lead due to dislodgement during the procedure.

Event description:
It was reported that during an implant procedure, high capture threshold was noted on the right ventricular (rv) lead. Repositioning was attempted; however, the helix failed to be extended. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition remained stable.